Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue is not evident. Calibration and control results were acceptable. Possible root causes for this event may be, poor sample quality due to inappropriate sample preparation, improper handling of the reagent or system reagents, or contamination of the environment with the analyte.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys testosterone ii assay (testo) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 5.96 ng/ml and this value was reported outside of the laboratory. The patient had the sample tested at a different laboratory on a different analyzer, resulting as 0.269 ng/ml. The 0.269 ng/ml value was also reported outside of the laboratory. The patient had a new sample collected and it was tested on (B)(6) 2016, resulting as 0.212 ng/ml and 0.195 ng/ml. The patient was not adversely affected. The testo reagent lot number was 187861. The reagent expiration date was asked for, but not provided.